Event description:
Patient's device was found to be programmed to 0ma output current at follow-up office visit to neurosurgeon. The patient's device was reportedly programmed to 1.0ma output current on the day of implant by neurosurgeon and was increased to 1.5ma output current by neurosurgeon. The patient reportedly had seizures on 3 different days. The patient was seen by neurologist who decreased the off time to 3 minutes. When seen again by neurosurgeon the next day, it was discovered that the device was programmed to 0ma output current. User programming error is suspected. The patient's device was reprogrammed and the patient is reportedly stable at this time.